Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that fracture of the guidewire occurred because its tip was trapped by struts of the deployed stent. The patient had been stable. Another intervention had been scheduled a month later in order to embedded the fragment to the vessel wall. Device analysis could not be conducted as the device was unavailable. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the physician's comment, it was concluded that pulling force exceeding the product's design limit was inadvertently applied while the guidewire had been trapped by the deployed stent. There was no indication of product deficiency. IFU states: - [warnings] do not manipulate the guide wire through stent struts; - [warnings] do not practice stent delivery when using this guide wire with the "parallel wire technique"; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During percutaneous coronary intervention for treating a 90% stenosis in the branch of lcx #11 and #12, an asahi 0.014" guidewire was advanced to #11 and the subject asahi guidewire was advanced to #12. After pre-dilatation and stent deployment were made to the lesion in # 11, the physician attempted to remove the subject guidewire. The wire tip was jailed by the stent and the wire coils became elongated upon removal of the guidewire. A snare was used to retrieve the guidewire. Retrieval failed and the distal segment of the guidewire got fractured and remained in the vessel.